Event description:
It was reported that the ilet device¿s screen was cracked and became unresponsive, preventing the user from unlocking the device and operating therapy. Symptoms included inability to interact with the touchscreen. Outcomes included interruption of ilet therapy and use of backup therapy. Investigation included customer interview and triage. Investigation of this case revealed damage to the display assembly with resultant touchscreen nonresponsiveness consistent with a physical screen failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact or misuse.